Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6)2018 the recipient reported to his parents that he could no longer hear anything with the device. No accident/ trauma or any other events that may have affected the implant were reported. Health is stable. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2018 the recipient reported to his parents that he could not hear anything with the device. No accident/ trauma or any other events that may have affected the implant were reported.